Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient stated that they had 2 issues. First was their handset was not charging correctly, patient mentioned that they tried charging using 2 charges but it would not charge. Patient had to use husbands charger to charge it and this had been going on for a month now. Patient mentioned that when the first got the handset it took then 3 minutes to deliver bolus and now its taking 7 minutes. Patient confirmed that it stops at 90%. Agent assisted patient to clear data and was able to connect to myptm much faster. A request was sent to repair to replace the handset power adaptor.

Manufacturer narrative:
Continuation of d10: product ID: a820 lot# serial# unknown, product type: software. Product ID: hh9020tdd, lot# serial# (B)(6), product type: section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.